Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/15/2019.

Event description:
The customer reported the unit had a display issue. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported. The field service engineer performed evaluation and confirmed the reported problem. The unit had a distorted display. The field service engineer replaced the video graphics array (vga) board to resolve the issue. The fse performed the repair to specified requirements. The unit passed extended self-test and performance verification test successfully.